Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.